Event description:
Customer complaint received on (B)(6) 2022. Brief inquiry description: onguard spike port chemo spill. Detailed inquiry description: spike port fell out of pab primed with vincristine during transport. Injury- no, confirmation that patient or worker was not exposed to vincristine. As customer reported, there was no patient or clinician exposure to vincristine. The leakage occurred sometime after the solution and primed IV set were transported in the chemo bag.